Event description:
It was reported that the clear cut hood came off from the outer tube during insertion into patient via the half pipe in soft tissue. Procedure: hip arthroscopy. Skin incision had to be enlarged to remove the clear cut hood out of the patients hip. Surgery was completed successfully.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Complaint confirmed. Evaluation revealed clear hood and snap ring were detached from the device. Further investigation revealed deep nicks and gouge marks found all over on the clear hood. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.